Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the cause for the ventricular perforation cannot be determined; however, it may be due to patient factors (small ventricle). There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, after valve deployment of a 23mm sapien 3 valve in the aortic position, the patient became hypotensive. A pericardial effusion was confirmed by echocardiography and a pericardiocentesis was performed. A sternotomy was performed, and visualization confirmed the presence of a hole in the left ventricle. As reported, the patient had a small left ventricle prior to the valve insertion. During the procedure a safari extra, small wire was inserted and could not be placed in the ventricle properly. Then a pre-shaped extra stiff guidewire was inserted, but with difficulty.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.